Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine setup, technical event: 232056 (plausibility between pambient and pfilter failed) occurred. No patient involvement.

Manufacturer narrative:
Technical event:232056 (plausibility between pambient and pfilter failed) occurred at start-up during non clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The log files provided confirm the issue. The root cause of the event was determined to be a defective pfilter sensor. After replacing the pfilter sensor, the device was released back into use.